Event description:
It was reported that bd nexiva leaked at the catheter and hub junction. The following information was provided by the initial reporter: the hub where the needle comes out leaked all over and when the IV tech flushed the IV, it squirted out onto her shirt.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.b3. The date received by manufacturer has been used for this field.